Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Analysis of the returned device identified underweight and broken shell. A visual and microscopic analysis was performed which identified sharp broken on posterior assessed as a surgical impact opening, for the non-penetrating nicks in the shell. A dimension measurement in the shell was performed which identified the thickness within specification. Based on the device analysis, the final assessment is a sharp broken on posterior assessed as a surgical impact opening. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and exchange of textured device due to patient's concern with product.

Event description:
Healthcare professional reported right side exchange with textured devices due to patient's concern with product. Healthcare professional additionally reported "device not intact" upon explant. Device has been explanted.